Manufacturer narrative:
(B)(4). Investigation results one flexiva 200 tractip laser fiber was received for evaluation. The device was returned broken into eight pieces. The first piece measured approximately 32 cm from the top of the connector to the break, the second piece measured approximately 83 cm from break to break, the third piece measured approximately 38 cm from break to break and was kinked in two places, the fourth piece measured approximately 11.5 cm from break to break, the fifth piece measured approximately 15 cm from break to break, the sixth piece measured approximately 36 cm from break to break, the seventh piece measured approximately 31.5 cm from break to break and the eighth piece measured approximately 30 cm from the break which includes the entire distal tip. This piece of fiber broke at the kink during analysis. The total combined measurement of all eight broken pieces was approximately 277 cm indicating that a piece from the body of the fiber was not returned. The condition of the returned device does not confirm the event. The aiming beam exiting the broken fiber was bright, clear and scattered. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 10, 2018 that a flexiva 200 tractip laser fiber was used during a furs procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure, it was noted that the laser fiber does not have an aiming beam. The patient condition at the conclusion of the procedure was reported to be okay. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken. Please refer to block h10 for full investigation details.